Event description:
It was reported when using the bd vacutainer® urine collection cup have missing labels that cover the needle in the lid of the cup were missing, shifted, and misplaced. There was no report of impact to patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing label and incorrect label placement was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing label and incorrect label placement. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® urine collection cup have missing labels that cover the needle in the lid of the cup were missing, shifted, and misplaced. There was no report of impact to patient or user.